Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was hematoma at the site of the battery replacement. The hematoma was drained and the patient was to be released. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was a short detected after battery replacement. No known environmental/external/patient factors were thought to have led or contributed to the issue. No troubleshooting was done. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient had a medical history of parkinson's disease. The patient was alive without injury at the time of the report.